Manufacturer narrative:
The blood glucose (bg) value reported by the user was confirmed in data management system (dms). There was no sensor glucose (sg) value as user wasn't receiving it at the time of incident, i.e 10:51 am. An 'e3 - user cannot see current glucose' case (complaintrec-30094) was opened to address this issue. Although, no high glucose alert was asserted at the time of incident due to not receiving sg values, user received a predictive high glucose alert before the bg entry on (B)(6) 2021 at 10:38 am. User also received another high glucose alert after the bg entry at 11:08 am. No additional investigation was found necessary for this complaint. User had no symptoms and did not require any medical attention / self treating. As part of resolution of complaint (B)(4) for the issue with not receiving glucose data, user was offered a transmitter replacement. No further resolution was found necessary for this complaint.

Event description:
On 12th november 2021, senseonics was made aware of an adverse event where user experienced hyperglycemia due to inaccuracies in sensor readings.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.